Event description:
This unsolicited case from united states was received on 19-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency hurts to walk now, pain/ pain is worst when she put pressure on legs, redness, swelling of left foot and patient had not gotten the relief expected (device ineffective). Patient had some itching on neck a week ago and went to a dermatologist, who said it might be yeast. Patient had a pacemaker on (B)(6) 2016. The patient had no allergies to avian products or eggs. Patient had high blood pressure that was controlled with unspecified medication. Patient had a cortisone shot in hip in (B)(6) 2017. Patient had a synvisc one injection six months before and it was fine. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (indication, batch/lot number and expiration date: not provided) in left knee. Patient had experienced pain ever since the injection (onset date and latency: unknown) starting immediately and it seemed to be getting worse. The patient did not have pain before the injection. On an unknown date, after unknown latency, patient had redness and pain after the injection, but no fever or swelling of the knee. Patient had swelling of her left foot (onset date and latency: unknown). On an unknown date, after unknown latency, patient hurts to walk now, so the patient was using a walker. The patient used ice, naproxen sodium (aleve) and arthritis rubs and moist heat for the pain, but it was always there. The pain was worse when patient puts any pressure on the leg. The patient would see an orthopedic doctor on (B)(6) 2018. Also reported that the patient had not gotten the relief that she expected. Corrective treatment: walker for hurts to walk now, naproxen sodium; arthritis rubs and moist heat for pain/ pain is worst when she put pressure on legs and not reported for redness, swelling of left foot outcome: not recovered for pain/ pain is worst when she put pressure on legs, redness, swelling of left foot and hurts to walk now a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 26-jan-2018. Global ptc number and results were added. Text was amended accordingly. Seriousness criteria: disability for hurts to walk now. Pharmacovigilance comment: sanofi company comment for follow up dated 26-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced pain upon movement. Although event onset dates were not provided, the causal role of suspect product in occurrence of the event cannot be denied. Howeverm, due to lack of information regarding medical history. Concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 19-jan-2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day had pain/ pain is worst when she put pressure on legs/ pain started to increase in the left knee; after unknown latency had redness, swelling of left foot and patient had not gotten the relief expected (device ineffective). Also, device malfunction was identified for the reported lot number. Patient had some itching on neck a week ago and went to a dermatologist, who said it might be yeast. Patient had a pacemaker on (B)(6) 2016. The patient had no allergies to avian products or eggs. Patient had high blood pressure that was controlled with unspecified medication. Patient had a cortisone shot in hip in (B)(6) 2017. Patient had a synvisc one injection six months before and it was fine. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (indication, batch/lot number and expiration date: not provided) in left knee. Patient had experienced pain ever since the injection (onset date and latency: unknown) starting immediately and it seemed to be getting worse. The patient did not have pain before the injection. On an unknown date, after unknown latency, patient had redness and pain after the injection, but no fever or swelling of the knee. Patient had swelling of her left foot (onset date and latency: unknown). On an unknown date, after unknown latency, patient hurts to walk now, so the patient was using a walker. The patient used ice, naproxen sodium (aleve) and arthritis rubs and moist heat for the pain, but it was always there. The pain was worse when patient puts any pressure on the leg. The patient would see an orthopedic doctor on (B)(6) 2018. Also reported that the patient had not gotten the relief that she expected. Corrective treatment: naproxen sodium (aleve); arthritis rubs and moist heat for pain/ pain is worst when she put pressure on legs/ pain started to increase in the left knee; not reported for others outcome: not recovered for all events seriousness criteria: disability for device malfunction and pain/ pain is worst when she put pressure on legs/ pain started to increase in the left knee a pharmaceutical technical complaint was initiated with global ptc number: 52114 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 26-jan-2018. Global ptc number and results were added. Text was amended accordingly. Seriousness criteria: disability for hurts to walk now additional information was received on 08-feb-2018 from the patient. Event of pain/ pain is worst when she put pressure on legs was updated to pain/ pain is worst when she put pressure on legs/ pain started to increase in the left knee. Events of hurts to walk now and not gotten the relief expected were added as symptoms. Event of device malfunction was added. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 08-feb-2018: this case concerns a patient who suffered from left knee pain which increased after injection and had to use walker as it hurt during walking, experienced localised erythema and swelling of left foot after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 19-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency hurts to walk now, pain/ pain is worst when she put pressure on legs, redness, swelling of left foot and patient had not gotten the relief expected (device ineffective). Patient had some itching on neck a week ago and went to a dermatologist, who said it might be yeast. Patient had a pacemaker on (B)(6) 2016. The patient had no allergies to avian products or eggs. Patient had high blood pressure that was controlled with unspecified medication. Patient had a cortisone shot in hip in (B)(6) 2017. Patient had a synvisc one injection six months before and it was fine. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (indication, batch/lot number and expiration date: not provided) in left knee. Patient had experienced pain ever since the injection (onset date and latency: unknown) starting immediately and it seemed to be getting worse. The patient did not have pain before the injection. On an unknown date, after unknown latency, patient had redness and pain after the injection, but no fever or swelling of the knee. Patient had swelling of her left foot (onset date and latency: unknown). On an unknown date, after unknown latency, patient hurts to walk now, so the patient was using a walker. The patient used ice, naproxen sodium (aleve) and arthritis rubs and moist heat for the pain, but it was always there. The pain was worse when patient puts any pressure on the leg. The patient would see an orthopedic doctor on (B)(6) 2018. Also reported that the patient had not gotten the relief that she expected. Corrective treatment: walker for hurts to walk now, naproxen sodium; arthritis rubs and moist heat for pain/ pain is worst when she put pressure on legs and not reported for redness, swelling of left foot outcome: not recovered for pain/ pain is worst when she put pressure on legs, redness, swelling of left foot and hurts to walk now a pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: disability for hurts to walk now pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced pain upon movement. Although event onset dates were not provided, the causal role of suspect product in occurrence of the event cannot be denied. However, due to lack of information regarding medical history. Concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 19-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had pain/ pain was worst when she put pressure on legs/ pain started to increase in the left knee/prolonged pain in her left knee; after unknown latency had redness, swelling of left foot and patient had not gotten the relief expected (device ineffective). Also, device malfunction was identified for the reported lot number. Patient had some itching on neck a week ago and went to a dermatologist, who said it might be yeast. Patient had a pacemaker on (B)(6) 2016 and mild arthritis. The patient had no allergies to avian products or eggs. Patient had high blood pressure that was controlled with unspecified medication. Patient had a cortisone shot in hip in (B)(6) 2017. Patient had a synvisc one injection six months before and it was fine. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (indication, batch/lot number and expiration date: not provided) in left knee. Patient had experienced pain ever since the injection (onset date and latency: unknown) starting immediately and it seemed to be getting worse. The patient did not have pain before the injection. On an unknown date, after unknown latency, patient had redness and pain after the injection, but no fever or swelling of the knee. Patient had swelling of her left foot (onset date and latency: unknown). On an unknown date, after unknown latency, patient hurts to walk now, so the patient was using a walker. The patient used ice, naproxen sodium (aleve) and arthritis rubs and moist heat for the pain, but it was always there. The pain was worse when patient puts any pressure on the leg. The patient would see an orthopedic doctor on (B)(6) 2018. Also reported that the patient had not gotten the relief that she expected. Patient was still having prolonged pain in the left knee since she was injected with the tainted synvisc one injection. The physician did x-ray of the left knee and said she had mild arthritis in the knee. Patient was advised to contact healthcare provider about her symptoms. Corrective treatment: naproxen sodium (aleve); arthritis rubs and moist heat for pain/ pain was worst when she put pressure on legs/ pain started to increase in the left knee/prolonged pain in her left knee; not reported for others outcome: not recovered for all events seriousness criteria: disability for device malfunction and pain/ pain was worst when she put pressure on legs/ pain started to increase in the left knee/prolonged pain in her left knee a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 26-jan-2018. Global ptc number and results were added. Text was amended accordingly. Seriousness criteria: disability for hurts to walk now additional information was received on 08-feb-2018 from the patient. Event of pain/ pain is worst when she put pressure on legs was updated to pain/ pain is worst when she put pressure on legs/ pain started to increase in the left knee. Events of hurts to walk now and not gotten the relief expected were added as symptoms. Event of device malfunction was added. Text amended accordingly. Additional information was received on 13-feb-2018 from the patient. Related case was added. Event verbatim was updated for pain/ pain was worst when she put pressure on legs/ pain started to increase in the left knee/prolonged pain in her left knee. Text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 13-feb-2018: the follow up information received does not alter the previous case assessment. This case concerns a patient who suffered from left knee pain which increased after injection and had to use walker as it hurted during walking, experienced localised erythema and swelling of left foot after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.